Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) exhibited non-capture. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis : could not confirm customer comment external pulse generator exhibited non-capture; replaced output connector assembly as a preventative. Upper case is broken. Lower case is broken. Battery wires are pinched, wire insulation not compromised. Display wires are pinched, wire insulation not compromised. Five case screws are contaminated. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.